Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient was in stable condition before, during and after the procedure.

Event description:
New information received stated that the battery performance alert triggered on feb. 8th, 9th, and 10th along with a vibratory alert. The patient was then transferred to primary care physician to explant the device.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri when received. A longevity calculation was performed and found the battery depletion was normal based on the device usage. Based on this information, there was no evidence of premature depletion. The presence of battery performance alert was verified and indicated an abnormal transient battery voltage drop consistent with lithium cluster deposit in the battery. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.